Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery cap contact. The unit was tested with a good battery cap and passed all functional testing including the displacement, rewind, basic occlusion, occlusion,prime/compromised force sensor system and excessive no delivery test. No blank display, no failed battery test and no low battery alert noted during test. The following physical damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 598 mg/dl, which was treated via insulin pump bolus. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis.